Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected. Visual inspection confirmed the air line from the administration manifold was detached from the air port of the drip chamber's spike. It appeared the air line of the manifold was not fully inserted into the drip chamber when compared to a control sample in the lab. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s assembly process. Based on the condition of the detached tubing, it appeared the air line of the administration manifold was not fully inserted into the drip chamber spike. Action will not be taken based on this occurrence. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The non healthcare professional reported that gray tubing broken during vitrectomy surgery. The surgery was completed after a new replacement was used. There was no patient harm.